Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the device eventually open? Was there a change in the procedure? If yes, please explain. Response: no further information were made available by the customer.

Event description:
It was reported that during an unknown procedure, it was possible to close the instrument but no longer open for readjustment. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 03/01/2022.

Manufacturer narrative:
(B)(4). Date sent: 04/25/2022. D4: batch # 291a93. Device analysis: the product was returned for additional engineering analysis. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gcs40g was received with the reload batch was 209a23. The device batch was 291a93. The primary intent of the analysis was to determine if the reload had been misloaded. The analysis results found that the gcs40g device arrived with no damage, and was properly loaded with the retaining pin forward. The retaining pin was capable of being retracted with the pushrod, indicating proper mating with the retaining pin coupler. The device was capable of opening and closing with no issue. The device fired as expected and formed the staples as well as completely cut the test skin and the washer without incident. The staple line was complete, and the staples appeared to be well-formed and conforming in the test skin. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.